Event description:
Customer sent pump to baxter's authorized service center with a report of channel b 715:00 failure code. There is currently no additional info available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.